Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
An mhra user report has been received, reported by a hcp "patient's continuous blood glucose monitor (dexcom g6) appears to be broken (reported separately). Therefore, not triggering bolus dose of insulin. App showing error message and "insulin paused" message for basal insulin. Patient presented to ed in diabetic ketoacidosis, treated for this and admitted under the medics."